Event description:
The customer stated an architect i2000sr analyzer generated false positive troponin results for one patient sample. At 1047 the architect generated a troponin result of 0.19 ng/ml. At 1321 the architect generated a troponin result of 0.21 ng/ml for a second sample from the same patient. The sample was repeated on an I-stat analyzer which generated a troponin result of 0.00 (reference range 0-0.08), and a roche analyzer which generated troponin results of 7.3 and 7.2 (reference range 0-14). The sample was rerun two days later on the architect analyzer and a troponin result of 0.199 ng/ml was generated. The sample was repeated on an I-stat analyzer and a troponin result of 0.00 was generated. There was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, accuracy testing, a search for similar complaints, and a review of labeling. The customer stated an architect i2000sr analyzer generated false positive troponin results for one patient sample. Accuracy testing was completed for reagent lot 91925un11 using retained kits and acceptance criteria was met. Tracking and trending did not identify any adverse trend related to the complaint issue. Labeling was reviewed and found to be adequate. Based on the evaluation a product deficiency was not identified.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.